Event description:
It was reported that a cerebral vascular accident (cva) and leak occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. Two hundred twenty (220) days post procedure, the patient experienced a stroke involving left-sided vision loss and facial drooping after coming off their oral anticoagulant medication regimen. The presented to the hospital two days later and transesophageal echocardiography (tee) was performed. A 5mm peri-device leak was noticed, which was not present at the time of implant. The patient was given tissue plasminogen activator (tpa) in response to the stroke. The physician sent the patient to another physician to explore options for leak closure on (B)(6) 2023. No update was noted for future leak intervention. The patient was recovering and was placed back on eliquis.